Event description:
It was reported that the user experienced rapid insulin use, delayed priming with slower appearance of drops from the infusion tubing during a supply change, and persistent hyperglycemia throughout the day while using the ilet with a paired cgm that read higher than capillary glucose; the user disconnected from the ilet and initiated backup therapy due to difficulty performing a full supply change. Symptoms included dizziness. Outcomes included temporary impairment of daily activities. Investigation included review of device history, technical review, and user interview. Investigation of this case revealed insufficient evidence to confirm a device malfunction or infusion set failure. It was concluded that the cause of hyperglycemia was unclear and a device-related cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.